Manufacturer narrative:
(B)(4). Batch #t5d83t. Investigation summary: the analysis results showed that one ecr60g reload was returned unfired with 6 double drivers out of position and 3 double drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, before being used on the patient, it was noted that the cartridge was deformed. Changed to another cartridge to complete the procedure. There was no patient consequence reported. No additional information could be provided.